Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged pharyngitis. There was no report of serious or permanent patient harm or injury. The device was returned to a third-party service center. The technician could not confirmed foam particles in the air path during the device evaluation. The device passed final test.